Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed faulty positive end expiratory pressure (peep) tubing. The service technician replaced the tubing kit and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 positive end expiratory pressure (peep) was not rising. The customer confirmed that there was no patient involvement associated with the reported issue.